Event description:
It was reported that prior to starting a da vinci surgical procedure, the maryland bipolar forceps instrument had a recognition problem. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was able to verify the reported complaint. The instrument failed the recognition test on an in-house system. Additional observation not reported was the broken main tube at the connection with the clevis. As a result, the clevis was dislodged from the main tube. No other damage was found. Failure analysis concluded that the damage was due to mishandling.